Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were sticking at times, sometimes had to press the button twice to advance to the next screen. No harm requiring medical intervention was reported. Customer stated the insulin pump had battery life was diminished and scratched on the screen. The device will not be returned for analysis.